Event description:
During use to deliver cardioplegia solution during cardiopulmonary bypass, the pump allowed the cardioplegia to flow in a retrograde motion when the pump was stopped. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet started.